Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge otw balloon catheter. A visual inspection revealed no damage or irregularity. A microscopic inspection revealed a pinhole at the distal markerband. There was blood and contrast in the hub, inflation lumen, and loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.